Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the device failed incoming functional testing for battery removal shutdown time. It was also noted that the bails and covers were missing. (B)(4).

Event description:
The device was returned to the manufacturer for servicing. It was analyzed and tested out of specification. No patient involvement or complications were reported as a result of this event.